Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unit was successfully downloaded using (thump software). During download review using pump detailed traces and pump diagnostic trace, it recorded pump error 63 (variable =2, file=(B)(4) line=19825/19825/2320) alarm was recorded triggered three times confirmed on 03/14/2024. Per engineering troubleshooting guide, it was determined that pump error 63 was trigger by hardware issue with the lcd test. Problem isolated to electronic assemblies. Per visual inspection no moisture damage and all connectors were plugged in properly during visual inspection. The following were noted during visual inspection: scratched case, cracked case (battery tube) and cracked case-corner of belt clip rails. In conclusion, customer concern for critical pump error/open book image was confirmed due to pump error 63. Pump error 63 was confirmed due to hardware issue. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer discontinued the use of the device. Mmt-1884l was requested and customer response was the device will be returned.